Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The customer alleged that the ok button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2017 with the following findings: during investigation, the original complaint was unable to be duplicated. Unrelated to the original complaint, the pump powered on to a dim and discolored display. The pump was opened and there was no damage found to the keypad connector or the keypad flex cable. The keypad connector latch was found to be secured. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.